Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported being unable to prime a solution administration set. There was no patient involvement associated with this report. No additional information is available.